Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that during an l3¿pelvis case, the first two spins were acquired and transferred successfully. Site noted that two spins were required to capture the long roi construct. During the case, accuracy was lost due to suspected movement of the patient frame, and a re-spin was performed. During this re-spin, the images did not transfer, so an additional spin was performed, which eventually transferred successfully. This resulted in an extra spin and additional radiation exposure to the patient. The site radiology/safety team documented a total of five spins and requested a system checkout to ensure the system was functioning as intended due to safety concerns. Site stated that representative was present during the case. Spins 1 and 2 transferred successfully. Spin 3 did not transfer. Spins 4 and 5 transferred successfully. Patient was present, and there was a delay due to the additional spin. It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient.